Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) after powering on was confirmed during functional testing and review of the archive data. The secondary complaint that the platform subsequently powers off and will not turn back on until battery is removed and reinserted was not replicated. The root cause of the fault code was a seized brake gap, due to corrosion/rust on the brake housing area of the drivetrain motor. Frequent daily device checks and storing the autopulse in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was last returned by the customer in 2020. The lack of regular maintenance could lead to degradation of the mechanical components of the drivetrain, including brake seizure. A review of the archive data showed fault code 16; thus, confirming the reported complaint. The platform failed initial functional testing due to the displayed fault code 16; thus, confirming the reported complaint. It was noticed that there was no brake activation (open/clicking sound) when the platform powered on. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rust/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion, which will prevent the brake from opening or closing during activation. This will cause fault code 16 and prevent the platform from performing compressions. The secondary complaint that the platform subsequently powers off and will not turn back on until battery is removed and reinserted was not replicated. When an error message is displayed, the platform will power off after a few minutes if the error is not cleared to conserve power, as intended. However, it was observed that the platform can be restarted right away by pressing the restart button. Isopropyl alcohol (ipa) was used to clean and remove corrosion at the brake housing area to remedy the reported fault code 16. The brake gap was checked and verified to be within specification. The platform was tested with the lrtf (large resuscitation test fixture) without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) after powering on. Subsequently, the platform powers off and will not turn back on until the autopulse li-ion battery is removed and reinserted. No device malfunction is reported for the battery. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.